Manufacturer narrative:
The subject device has been returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device but could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. However based on the report of the user and sorc, omsc surmised there was the possibility this phenomenon was attributed to insufficient reprocessing or the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the air/water nozzle of the subject device was clogged with foreign object during the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.